Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "inflammation", "infiltration", "3cm dense formation", and "edema" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 1ml of unspecified juvéderm® voluma¿ in the mid-face, anteromedial cheek and approximately a year and a half later presented "aseptic inflammation (edema, infiltration, 3cm dense formation) in the area of" injection. Patient treated with longidasum injections, antibiotics, antihistamine and anti-inflammatory therapy. These treatments were not effective. Symptoms are ongoing.